Event description:
The technician reported the account stated they cannot set the bed exit alarm. The bed was located in engineering at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the bed was zeroed with a pt on the bed, user error. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011 through 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician zeroed the bed while there was no pt in it to resolve the issue. Based on this info, no further action is required.